Event description:
Depth gauge came apart.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the affected device was returned for evaluation. Due to the loosening of the wire, the returned device is no longer functional. The visual inspection permitted to determine that the welding seam was not placed in the right position. This reported event was addressed in a CAPA.

Event description:
Depth gauge came apart.